Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate, that the pump touch screen was delayed in responding to presses and that the wake button was sticking. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.